Event description:
It was reported that the asymptomatic patient presented in-clinic during a follow-up. The patient's cardiac defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrocardiogram. The device was reprogrammed at a later date which resolved the issue. The patient was in stable condition.